Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient reports being implanted with charite artificial disc at 2 levels (l4-5 l5-s1) in (B)(6) 2005. Initial pain never relieved and has become worse since surgery. Patient has sought consultation from multiple surgeons and now is working with a surgeon at hershey medical center in pa. Patient has been advised that tip disc may have been broken but he cannot confirm and does not know the details of what they meant. He is scheduled for a follow-up appointment in a few weeks. Surgeon is recommending a revision to fusion with anterior and posterior fixation. The patient will follow-up with depuy synthes spine if he learns more detail regarding whether this is a failure of the device. He may also ask his surgeon to contact the company about fixation cage options as opposed to a 360 degree approach. The following mfg. Medwatch reports are being filed for the two charite artificial discs: 1526439-2014-11765 1526439-2014-11766

Manufacturer narrative:
The charite artificial disc was not returned for evaluation. A device history record (DHR) could not be conducted as the lot number is unknown. A 12 month review of the complaint trend analysis was performed on all charite artificial discs as they share similar design, material, and composition. This analysis found no related complaints for chronic post-operative pain. No corrective and preventive action (CAPA) is necessary at this time as we are unable to confirm the reported issue or identify the root cause. Therefore, this complaint will be closed with no further action required. If the samples become available, the complaint will be reopened and the discs will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.